Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device empty of fluid from hole the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Additional information was received that the pressure regulating balloon (prb) was empty of fluid. The onset of the fluid loss was about one month ago. The patient is now healing well after this surgery. The explanted aus was implanted over 6 months ago.